Event description:
The customer was hospitalized for low blood glucose levels. It was reported that the insulin pump delivered boluses in the middle of the night, and the customer was not aware of it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.